Event description:
Following surgical procedure, pt in post anesthesia care unit. Albuteral treatment ordered. During initial hook-up, exhalation part of t-piece occluded. Error discovered immediately. Pt placed on ventilator temporarily. Pt improving, no permanent damage evident or expected.